Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. A lesion was identified in the left external iliac that measured 2mm in diameter and 20mm long. The lesion had an absence of all lesion characteristics. A single wallstent rp with an 8mm diameter and a 38mm long was deployed. The procedure was a technical success and no procedure related complications occurred. At discharge, there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. The procedure was a hemodynamic and clinical success. The patient had a one-month follow up visit. There was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis with hemodynamic and clinical success reported. For the 12-month visit it is documented that the patient died in august of 2006. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.